Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the air/water (a/w) channel was unable to be further specified. It was presumed that the foreign material remained in a/w channel due to reprocessing that could not be completed due to an occurrence of leakage at the device. However, the cause of the leakage could not be further presumed. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): the IFU states the detection method in evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection. The IFU states the preventative measures in evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found that due to deformation of the scope cover and connector; crack on the scope body; and damage to the air/water cylinder, water tightness was lost. The grip was shaved. The air/water cylinder, the right/left knob, and the suction cylinder were discolored. The switch 1 was damaged. The base plate was dirty due to water leakage. The light guide rod and bundle was damaged. Due to the identification data malfunction of scope identification, the radio frequency identification (rfid) data could not be read. The charge coupled device - flexible printed circuit, shield plate, shield disk, electrical connector, scope connector, scope identification, plate, and identification cover were all corroded due to water leakage. Due to adhesive peeling on the distal end, insulation resistance value at distal end does not meet the standard value. Due to a scratch on objective lens, the image has dark area partially. The plastic distal end cover had a crack. The nozzle was missing. The light guide lens was cracked. The adhesive on the distal end was cracked. The universal cord was deformed. The switch box, u/d knob, scope connector cover, the light guide cover glass, and the objective lens were all scratched. Third party repair had been performed. The number of maximum cumulative uses were reached. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii colonovideoscope experienced problematic "banding". Inspection and testing of the returned device found foreign material in the air/water tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.